Manufacturer narrative:
Product analysis: the product remains implanted; therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 6 years and 4 months post implant of this transcatheter pulmonary bioprosthetic valve (tpbv), another tpbv of the same model and size was implanted valve-in-valve. It is unknown why the second valve was implanted. No adverse patient effects were reported.